Event description:
Pt is deceased. Dose or amount: 20 mg milligram(s); weekly for 3 weeks, intra-articular. Therapy start date: (B)(6) 2014; therapy end date: (B)(6) 2018. Reason for use: unilateral primary osteoarthritis.